Event description:
It was reported that the patient presented in the emergency room due to a suspected cerebrovascular disease. During MRI proper procedure was not followed and caused loss of hv therapies on implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.